Event description:
It was reported that the cathena 20gx1.00in straight bc anti-reflux valve failed during use and leaked upon insertion. As reported by the customer, "snow verbatim, "on 8 out of 9 catheters, the anti-reflux valve failed. It was leaking upon insertion 3 incidents occurred on 2/21 and then there were others that occurred on an unknown date happened on different patients but they did not have to re-stick the patients each time because the IV was still functional" pt one of three that occurred on the same day (B)(6) 2019."

Manufacturer narrative:
H.6. Investigation: the complaint is unconfirmed as no sample/photo received. Qn history for past 12 months was reviewed, no similar qn raised. There was a CAPA raised for blood droplet formation at the luer end of the catheter adapter. Refer to CAPA#86125. Small ID catheter tubing and small septum vents have been implemented to address the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cathena 20gx1.00in straight bc anti-reflux valve failed during use and leaked upon insertion. As reported by the customer, "snow verbatim, "on 8 out of 9 catheters, the anti-reflux valve failed. It was leaking upon insertion 3 incidents occurred on (B)(6) and then there were others that occurred on an unknown date happened on different patients but they did not have to re-stick the patients each time because the IV was still functional" pt one of three that occurred on the same day ((B)(6) 2019."